Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrode are non-functional) has been confirmed. Upon investigation, there was contamination on the l1, j7 and crimps components of ECG "c". The cause for the failure was the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had non-functional therapy electrodes.